Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead could not be implanted. The lead was not used.

Manufacturer narrative:
Analysis found normal device characteristics.